Event description:
This is filed to report the clip opening during establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The mitraclip clip delivery system (cds) was advanced to the mitral valve; however, during establishing final arm angle (efaa), the clip failed to stay locked. Troubleshooting was unsuccessful, the clip would not stay locked. The cds was removed, and a new xt clip was implanted without further issues. Mr was reduced to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle/efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for the clip opening while establishing final arm angle/efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.